Manufacturer narrative:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error, and screws were then placed without robot. The investigation is still ongoing. Nothing could be determined as to the cause of the reported issue.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error, and screws were then placed without robot.